Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stucked on bluescreen due to software issue. A technical support specialist logged in as cfnadmin then opened file manager, reinstalled the remote support service agent and subsequently rebooted the station, resulting in the successful launch of medapp. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system station stucked on bluescreen. The customer reported that users were unable to remove medications. There was a delay of 30 minutes to 1 hour in the dispensing process, as the user managed to acquire the medications from the pharmacy. There were no adverse events or injuries reported based on this event.